Event description:
The customer reported via phone call that she had a no delivery alarm during an attempt to bolus. Customer stated that she has been getting a no delivery alarm for the past 2 days when she attempts to give herself insulin. Customer's blood glucose was 425 mg/dl at the time of the incident. Customer's most recent blood glucose was 300 mg/dl. Customer stated that the insulin did not exit after performing a 5.0 unit fixed prime and the pump alarmed no delivery. Customer was advised to assemble a new infusion set and reservoir. Customer reported that the insulin exited with manual prime. Customer was advised that the pump was working as designed. It was explained that the alarm was caused by set or reservoir occlusion. Customer was informed that her fill cannula amount should be set at 0.7 for silhouettes since she currently has it at 6.9. Customer will be sent replacements.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.